Event description:
On (B)(6)2010, the battery became hot and displayed evidence of smoke; no one was injured due to the temperature of the battery. Pt's mother reported visible corrosion inside the battery compartment and at the time of the report the screen was blank.

Manufacturer narrative:
The pt's mother reported the battery became hot to touch and displayed evidence of smoke; there were no reported injuries due to the temperature of the battery. The pt reportedly exposed this pump to water frequently. The pump was returned to animas for eval. Upon examination, the pump was found to exhibit a visible battery compartment crack and corrosion in the battery compartment. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Eval found that pump powers up properly and the power circuit does not draw excessive current. The pump history download showed no evidence of battery voltage defects. Evidence of overheating was not duplicated.